Event description:
It was reported that restenosis occurred. In (B)(6) 2021, the patient's mid left anterior descending artery (lad) was treated using an nc quantum apex 2.50 x 20mm balloon. In (B)(6) 2025, 75% to 80% in-stent restenosis was noted at the mid lad and was treated using a 2.50 x 12mm agent drug coated balloon (dcb). In (B)(6) 2026, coronary angiography revealed 70% in-stent restenosis at the mid lad. The target lesion was treated successfully using a 3.00 x 20mm agent dcb.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).